Event description:
It was reported that after insertion of the iab, the pump experienced gas leak alarms, and blood was seen entering the helium tubing. The iab was removed and since the patient's condition was stable, a replacement wasn't needed. There were no patient complications.